Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed that there was a call service 07 which is defined as an eeprom failure. The pump was able to perform the rewind, load, and prime steps successfully. The pump was exercised for 24 hour test without duplicating any alarms or warnings.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 073 alarm during a basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.